Event description:
The pt underwent a cardiac catheterization. The cardiologist attempted arteriotomy closure with techstar xl 6f device. The posterior needle didn't present. The cardiologist backed down and attempted to redeploy. The device would not deploy and at this point the device could not be backed down again. The pt was taken to surgery where the device was removed and the arteriotomy closed. The pt did fine.